Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a polarity switch on the right ventricular lead occurred two months after the implant due to a rise in impedance. The lead impedance alerts were set at 200-1000 ohms. Changes were made in clinic and the impedance alert was increased. The lead remains in use. No patient complications have been reported as a result of this event.